Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 365 mg/dl and the current blood glucose was 425 mg/dl. Customer stated symptoms related to high blood glucose that were nausea and throwing up. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.